Event description:
In 2005 a pt was injured during a transfer with a golvo 700es pt lift. According to the facility, the pt was being transferred when the lift's strap buckle became loose and slipped of the strap. This caused the pt to fall to the floor. The staff examined the pt and determined that the pt had a fractured hip. Three days later, the equipment was inspected by liko's local distributor. The distributor and the nursing home ex. Director observed that the strap holding pin and the secuiring sewn fold over seam on the strap was not present. In may the time was returned to liko inc. For inspection. The strap was unrolled and discovered to be 23 inches shorter than the standard supplied strap. There were visible signs the strap was cut and re-threaded through the buckle. Because the safety pin pocket was cut off, this allowed the safety pin to fall out, which led to the pt accident.